Manufacturer narrative:
A field service engineer (fse) was dispatched and adjusted the tube forwarding sensor. He also replaced the needle. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that while running a sample in the automatic mode of the coulter lh 500 instrument, the stopper came off the purple top 5ml edta tube causing blood to spill on the rockerbed and fluid to leak from the instrument. The customer was wearing personal protective equipment. There was no exposure, or contact with the eyes or skin, open wounds or mucous membranes. The operator did not seek medical attention.